Manufacturer narrative:
B5 describe event or problem was updated. Engineering evaluation: the primary reported device failure mode of difficult to advance cannot be confirmed by the engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory. The reported accessories used were compatible with the device configuration per the instructions for use (IFU) and the lesion was predilated. Therefore, no associated use error occurred related to the primary failure mode and root cause could not be established with the available information. The secondary reported device failure mode of a broken distal catheter shaft is not confirmed by the engineering evaluation. The distal shaft was still attached to the catheter; there was no separation of any device components. There was no report of excessive force used during device insertion or withdrawal. The root cause of the reported failure mode cannot be established within the engineering evaluation. Damage to the device was observed by engineers. The distal shaft was damaged and kinked at the transition and there was partial deployment of the outer zipper. The cause for this damage could not be determined, but it is consistent with damage resulting from unknown interactions with other devices, accessories or procedural difficulty or manipulation of the device either during or after the procedure. Root cause for the observed damages could not be established with the available information and engineering evaluation.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an acute/chronic superficial femoral artery (afs) occlusion on the right side. A gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was to be implanted. It was stated that access was from the contralateral side, from the left to right and that a 7 fr 45 cm terumo destination sheath and a 300 cm terumo glidewire advantage were used to advance the vsx device. Reportedly, when attempting to cross the lesion, increased resistance was encountered which could not be overcome despite prior vessel preparation with a 3 mm balloon. Only slight force was applied in attempts to advance the vsx device. Approximately 75% of the vsx device was outside the sheath and in the patient¿s vessel. The remaining section was still inside the sheath. As the vsx device was unable to cross the lesion, the vsx device was withdrawn and upon inspection, a shaft fracture was observed. Vessel preparation was then repeated with a 5 mm balloon. Two vsx devices were implanted successfully with no report of patient harm.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: an engineering investigation will be performed when device returned and received. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an acute/chronic superficial femoral artery (afs) occlusion on the right side with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that access was performed from left to right and that a 7 fr 45 cm terumo destination sheath and a 300 cm 0.018" terumo glidewire advantage was used. Reportedly, when attempting to pass the lesion, increased resistance was encountered which could not be overcome despite prior vessel preparation with a 3 mm balloon. Only slight force was applied. Approximately 75% of the vsx device was inside the patient. The remaining part was in the sheath. The vsx device was withdrawn and upon inspection, a shaft fracture was detected. Vessel preparation was then repeated with a 5 mm balloon and overlapping implantation of two vsx devices. There was no report of patient harm.